Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge alarm (cartridge alarm 19) during pumping. Customer reported blood glucose level was 90 (mg/dl). It was confirmed the customer was able to load a new cartridge and resume insulin successfully.